Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 69-year-old male patient with a past medical history of coronary artery bypass graft (CABG) and coronary artery disease (cad), presenting in heart failure, cardiogenic shock, cardiomyopathy, in scai stage d shock, on intra-aortic ballon pump (iabp), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was oozing from the insertion site. One unit of packed red blood cells (prbcs) was given. It was noted that the patient was on a heparin drip. Manual pressure was applied. The post-procedure outcome is unknown. The impella functioned at p-6 at 3.5l/min as intended. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Update: the patient is on support awaiting transplant. The device is not available.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the patient-device interaction problem was not determined due to insufficient clinical details.

Manufacturer narrative:
D.4 catalog, serial and primary UDI number were revised. D.6b explant date was added. E.4 selection was added as it was omitted from the initial report that was submitted.